Event description:
Related manufacturer report number: 2017865-2024-00234. It was reported that a loss of conductive telemetry and high pacing impedance was observed on the device during implant. The telemetry was restored after replacing the electrocardiogram electrodes. However, the device was explanted and replaced. An echocardiogram was performed following the procedure and a pericardial effusion resulting in a tamponade was observed. The physician alleged the cause of the event was a perforation that occurred during the initial implant. Pericardiocentesis was performed to resolve the event and the patient was in stable condition.